Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient with an implantable neurostimulator (ins). It was reported that patient is getting severe stabbing pain in ribs on the left side with almost all programming other than electrode 2-14 doesn¿t grab as hard and give stimulation on ribs. Rep has the patient on extremely low level density program on the right side of paddle. 12+, 13o, 14-, pw 60, rate 40, amp 3. He is only getting mild stimulation in upper left leg. Not covering pain patterns. Rep discussed possible lateral migration of lead with health care professional (hcp) but he wants to try this to see if pain increases in ribs. Will follow up in one week for programming or to schedule an x-ray. Patient is also having bouts of legs and butt numbness since implant. Hcp has no explanation for issue. Unknown if the issue has been resolved. No surgical intervention occurred or planned. Patient is alive with no injury. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the cause was not determined and there was no migration of the paddle from its initial placement. The representative noted that the stimulation pain seemed to be dissipating and the patient had been put on hd settings. No further complications reported.